Manufacturer narrative:
B3: unknown; no information has been provided to date. The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd extension set was leaking. The event occurred before opening. There was no patient involvement.